Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 8/3/2017 resulted in defect found; returned test strips produce high readings and the event was determined to be reportable. Most likely underlying root cause of high readings are due to improper storage: vial left open for an extended period of time test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all tests results from the meter memory. Customer stated that at his most recent scheduled doctor's visit, his glucose read 142 mg/dl fasting. Customer stated that an hour before this, he tested himself at home and the result was 189 mg/dl fasting. Customer stated that he has also been comparing his results to results from his wife's meter and says the results on her meter (contour) are about 20-30 points lower (comparison results not provided). The customer's expected fasting blood glucose test result range is 130 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6)2017, a back to back blood test was performed by the customer fasting and produced test results of 219 mg/dl and 216 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/20/2017 and open vial date is (B)(6)2017. The meter memory was reviewed for previous test result history: a 223mg/dl (B)(6)2017 10:20:00 pm fasting: no. A 170mg/dl (B)(6)2017 01:02:00 pm fasting: yes. A 151mg/dl (B)(6) 2017 04:05:00 pm fasting: yes. A 159mg/dl (B)(6)2017 10:13:00 pm fasting: yes. A189mg/dl (B)(6)2017 07:44:00 pm fasting: yes. Memory concerns: customer is concerned with all of the readings